Manufacturer narrative:
E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required medication. When right ventricular outflow tract (rvot) free wall was ablated, cardiac tamponade occurred. Decreased blood pressure was observed and pericardial effusion was confirmed by echocardiography. The blood pressure improved by drainage and the procedure was completed. After the blood pressure improvement, the patient left the room with recovery to the point where she was able to respond to questions from the physician. Length of hospitalization was extended. Atrial septal puncture was not performed. Ablation was performed before pericardial effusion or tamponade was identified. Steam pop was not confirmed. No abnormalities observed prior to or during use of the product. Additional information was received. After the pericardial effusion was confirmed by echocardiography, drugs were administered and the blood pressure improved and the procedure was completed. No drainage was performed. Patient has improved.

Manufacturer narrative:
Additional information was received on 23-apr-2024. Noradrenalin was administrated. The generator used was the smartablate generator. Therefore, added the generator information to the ¿d10. Concomitant medical products and therapy dates¿ section. The bwi product analysis lab received the device for evaluation on 03-may-2024. The device evaluation was completed on 08-may-2024. It was reported that a patient underwent a premature ventricular contraction ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced a cardiac tamponade that required medication. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) contain the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).